Event description:
It was reported the device would not fire. The device then fired an incomplete staple line. The case was completed with a similar device. A stomach tag left by change in direction had to be resected from remnant stomach. There were no patient conseqeunces.